Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber exhibited signs of fracture to the glass cap proximal to fiber/cap fusion zone, allowing the fiber to rotate independently of metal cap and is indicative of a fracture beneath the metal cap; the metal cap exhibited mild burnt on detritus; the glass cap exhibited moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, the fiber was noted to have commenced "laser firing out of tip of fiber" no additional information provided. The procedure was completed with the use of a second fiber. Patient outcome: no injury to the patient was reported.